Event description:
It was reported that the spinal cord stimulation (scs) clinical patient enrolled in a7007 relief clinical study underwent an additional permanent procedure where a new lead was implanted due to an unknown reason.

Event description:
It was reported that the spinal cord stimulation (scs) clinical patient enrolled in a7007 relief clinical study underwent an additional permanent procedure where a new lead was implanted due to an unknown reason. Additional information was received indicating that the reason for the additional lead implant procedure was for system expansion with cervical electrode at c2-c6 levels of the vertebra to cover the new pain areas in the neck and arm area.

Manufacturer narrative:
Correction to field h6 impact codes: updated from serious injury to no health consequences or impact.